Event description:
Additional information received from the health care provider (hcp) and consumer reported that stimulation was not being felt by the patient. The patient had no idea the circumstances that led to the loss of stimulation sensation. The patient was seen by their manufacturer representative on 2016-06-29 in the hcp's office. They ran some testing and found there was an error with 0 and 3 and 1 and 2. The action taken to resolve the loss of stimulation sensation and lack of therapy was that the patient was moved to secondary settings and reprogrammed. The manufacturer representative changed the program. If this did not work for the patient, they would do a revision or replacement. As of 2016-07-19, nothing had been done to resolve the loss of stimulation sensation and lack of therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that when the device was implanted, it was for bladder and bowel incontinence. The patient¿s bladder issue was that when they sat to urinate they could not and could only urinate standing. The patient did not know if it was a retention issue. The patient had bladder surgery on (B)(6) 2014 because it turned out the urinary issues were due to 2 vaginal hernias and their bladder was hanging out of them by a thread. This corrected the issue and the patient was left only with their bowel incontinence, which was a result of their lymphatic colitis that caused them to have no muscles in their small intestine and bowels. The patient had 4 past non-related bladder surgeries in the past to correct their urinary issues and the device was implanted to prevent another one. The patient reported that they had 50 percent efficacy, but then said they had urinary leakage that remained. The patient was not getting any sleep because they woke up every 3 hours and 16 minutes, then changed it to 2 hours and 16 minutes, and then said every 2.5 to 3 hours. The patient timed it and that was how they knew. The urinary frequency was at night only. The patient had 75 percent improvement until (B)(6) 2016 and they stopped feeling stimulation. The bowel symptoms were still 75 percent controlled, but the health care provider (hcp) reprogrammed the patient. The patient then got a call from the manufacturer representative and that was when they found the lead issue and the hcp recommended revision of the lead. They told the patient it was disconnected and not working. The patient did not know what they meant by disconnected and not working. The lead was checked and impedances were not in the normal range. There were no trauma or falls that could be related to the issue. The lead had moved 1/32 of a fraction and 3 of the electrodes on the lead were not working. The only program working was program 2. The patient had not seen their hcp in a few months because they hadn¿t made up their mind yet if they wanted to have an other surgery. Now that the patient had asked questions about the device and how it worked, they were going to schedule an appointment with their health care provider (hcp) to discuss what they wanted to do.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0exjp, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported a loss or change of therapy. She had an appointment on (B)(6) 2016 with her healthcare provider (hcp) and a manufacturer representative (rep) to check to see if everything was working well with her implant. She stopped feeling stimulation at the end of (B)(6), but was getting symptom relief still, so thought her body had just gotten used to the stimulation. During the appointment the rep told her that something was wrong with one of the wires. It was unknown when the issue with the wire began. The rep then put in another program and since then the patient had a return of bladder symptoms. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.